Manufacturer narrative:
Corrected data: the event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported; severe dizziness, headaches, breast swelling, sickness, breast aspirated twice due to the pain and for testing for infection, vile fluid surrounding the implant and negative bia-alcl. Device has been explanted. This relates to the left side.

Event description:
Patient reported; severe dizziness, headaches, breast swelling, sickness. Breast aspirated twice due to the pain and for testing for infection and bia-alcl, results were negative . Has only one implant due to poland syndrome. Device has been explanted. This relates to the left side.

Event description:
Patient reported; severe dizziness, headaches, breast swelling, sickness. Breast aspirated twice due to the pain and for testing for infection and bia-alcl, results were negative . Has only one implant due to poland syndrome. Device has been explanted. This relates to the left side

Manufacturer narrative:
Visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Dizziness-ndr: unable to observe since it is not related to the device. Headache-ndr: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Additional observations: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.6.

Manufacturer narrative:
Continued h.6 health effect impact code: f2201 biopsy. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma.

Event description:
Patient reported; severe dizziness, headaches, breast swelling, sickness. Breast aspirated twice due to the pain and for testing for infection and bia-alcl, results were negative . Has only one implant due to poland syndrome. Device has been explanted. This relates to the left side.